Event description:
It was reported that prior to the start (no ports placed) of a da vinci-assisted right hemicolectomy surgical procedure, the customer called technical support engineer (tse) and reported that the system had a fault on arm 3. Tse viewed logs and confirmed the fault. The customer tried rebooting the system and the fault continued. Tse informed the customer that the system would need to be serviced. The customer chose to swap patient side carts (pscs). The procedure was aborted to another dv system and completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to the non-recoverable fault error. The usm3 was programmed and successfully passed functional test. System was tested and verified system was ready for use.isi has received the usm associated with this event. A follow-up MDR will be submitted when failure analysis has completed their investigation.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.